Event description:
The following has been reported: the nursing staff reported that they were administering sterile water by enteral route at 15ml/hr and it was noted that "more infusion was administered than ordered", so as part of the analysis of this event we want to validate the programming of the device. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. No infusion of approximately 24 hours was found. Each infusion was stopped by an alarm. See attached investigation report for details of infusion setting and infused volume. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. A received photo shows an empty bag, but with provided information, the pump is not the cause of the issue. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a.